Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva nearport w/ maxzero retraction component fell apart. The following information was provided by the initial reporter: needle safety device "fell apart" into three (3) pieces when removing needle from IV start. This left an exposed dirty needle. No needle stick occurred. Needle disposed of safely. 18 nov: are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. 10/18/2024. Please share the lot number. Lot number not given in report.